Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), and a review of the instructions for use (IFU) were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿before using the equipment, always check that there is no irregularity regarding the following points on the lid and the lid packing. If there is any irregularity, cleaning fluid or disinfectant solution may leak out.¿ based on the results of the investigation, the event was caused by the lid being contacted with a scope and/or a hard object via user handling. Or the event was caused by device deterioration over a long period of repeated use. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to service the device. The fse replaced the lid and warning label to resolve the issue. The equipment was repaired and verified according to the original equipment manufacturer's instructions. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
As reported, the endoscope reprocessor had a crack in the lid. There was no patient harm or consequence reported as a result of this event.